Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient presented to the hospital after experiencing worsening heart failure. Upon review, this cardiac resynchronization therapy defibrillator (crt-d) was found to be exhibiting loss of capture on the left ventricular (lv) lead. In addition, a spike in pace impedances on the lv lead was also observed. The impedances rose from around 600 ohms to 2242 ohms. The lv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. The cause of the observations is unknown. No additional adverse patient effects were reported.